Manufacturer narrative:
(B)(4). Device evaluated by MFR: analysis of returned product revealed that the catheter has a detached in the the telescope section from the sheath assembly, the device has evidence of the male telescope flare form. The outer diameter flare inside the telescope met specification. Impedance testing shows a good unit wave form. The were unable to flush the device or perform an imaging test due to the condition of the device. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 16jul2018. It was reported that image disappeared during second pullback. The target lesion was located in the left-mid anterior descending. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was reported that the opticross¿ imaging catheter could not show image during second pullback. The procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed device separation.